Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 23 ml, rate 1 ml/hr, given 79 ml. Unknown if air in line, patient not affected. No further information available.